Manufacturer narrative:
Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that there were 4 occurrences where the catheter is damaged and did not insert with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from spanish to english: the event with patient is attempted to channel several times, after vein puncture, blood return, withdrawal of the guide and attempt to continue with the introduction of the catheter, it is evident that said tube does not allow continuing the insertion and damaging the vessel, upon withdrawal the catheter has a florid tip. Contaminated sample.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 4 occurrences where the catheter is damaged and did not insert with a bd insyte¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: the event with patient is attempted to channel several times, after vein puncture, blood return, withdrawal of the guide and attempt to continue with the introduction of the catheter, it is evident that said tube does not allow continuing the insertion and damaging the vessel, upon withdrawal the catheter has a florid tip. Contaminated sample.